Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29186 - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set leakage from tubing connector after insertion which results into the replacement of infusion set. No further information available.